Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to right ventricular noise. It was discussed that the source of the noise could be lead damage or myopotentials. No intervention was performed since the patient was asymptomatic.